Event description:
The customer contacted spacelabs healthcare to report that a qube compact monitor shut down while monitoring a patient. There was no patient or user harm associated with this event. The patient was moved to a different bed for continued monitoring and the device in question was taken out of use. The cause of the issue was unknown as the customer declined further service at this time.